Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_cath lot# (B)(4) implanted: explanted: product type catheter: analysis results were not available at the time of this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709 lot# j10975r55 serial# implanted: 2002 (B)(6) explanted: 2017 (B)(6) product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that during a catheter revision surgery it was determined that the patient's pump would be replaced due to normal longevity. It was reported that there was supposed to be 18.1 ml of drug in reservoir, but scrub and surgeon were only able to remove 4 ml of fluid. It was reported that the catheter wasn't working properly and that was the reason for the revision. It was reported that the issue was not resolved at the time of the report. It was reported the patient was also taking vitamin d. It was reported the patient was (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated on (B)(6)2017 the pump was refilled with great difficulty (laborious to push/pull medication into reservoir) with 40mls of compounded medication. The patient also appeared to be experiencing withdrawal symptoms. This was their first fill with the patient. This prompted a catheter and dye study on (B)(6) 2017 that showed an occluded catheter. The hcp also suspected that there was a tear in the internal reservoir of the pump. It was noted perhaps this explained why only 4ml was aspirated (rest of medication leaked around the inner reservoir). No further complications were reported/anticipated or expected.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# j10975r55, implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained compounded baclofen [750 mcg/ml] at a dose of 462 mcg/day, dilaudid [30 mg/ml] at a dose of 18.513 mg/day, marcaine [34 mg/ml] at a dose of 20.982 mg/day, and clonidine [580 mcg/ml] at a dose of 357 mcg/day. It was reported the patient stated that one year ago ((B)(6) 2016), he stopped getting pain relief from the system. The patient had symptoms of withdrawal that were intermittent. A dye and rotor study were performed on (B)(6) 2017, and the physician was unable to withdraw from the catheter, but observed normal movement of the pump rotors. The pump segment of the catheter was explanted on (B)(6) 2017. The surgeon was unable to remove the spinal segment, so the spinal segment was tied off, and the catheter was replaced. The explanted catheter was discarded. It was unknown what environmental/external/patient factors might have led or contributed to the issue. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported. Patient medical history included complex regional pain syndrome type 1 of bilateral legs, systolic murmur, chronic pain syndrome, and gastroesophageal reflux disease.

Manufacturer narrative:
The pump was returned, and analysis had difficulty accessing the drug reservoir prior to decontamination. Destructive analysis identified residue in the drug flow path. The unknown catheter was returned, and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.